Event description:
It was reported that the patient presented for follow-up post ICD replacement and episodes of non-sustained lead noise were observed. Noise was not reproducible with arm movements or pocket manipulation. The lead was capped and replaced. The patients condition is good after the event.